Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. Prior to the hospitalization, the customer was urinating a lot and had ketones. The customer stated she went to bed with a blood glucose reading of 213 mg/dl and woke up with higher blood glucose levels. Troubleshooting was performed and the insulin pump passed the leadscrew and high pressure tests. However, the customer stated that the basal rates were not programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.